Manufacturer narrative:
The device is to be returned by the user facility. Upon receipt of the evaluation results a supplemental MDR will be filed.

Event description:
Per the information provided, the procedure was close to the end when the doctor removed the microtip from the patient. As he did this he noticed a small metal rod sticking slightly out of the treatment site. With his gloved hands the doctor removed the entire needle tip that was left in the patient. A second microtip was not used to complete the procedure. The doctor is reported as saying he may have gone for another "minute or two" if the device had not broke. Total time in use was 6 minutes 30 seconds. The reporter stated there was no injury to the patient caused by the failure.

Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect.

Event description:
Per the information provided, the procedure was close to the end when the doctor removed the microtip from the patient. As he did this he noticed a small metal rod sticking slightly out of the treatment site. With his gloved hands the doctor removed the entire needle tip that was left in the patient. A second microtip was not used to complete the procedure. The doctor is reported as saying he may have gone for another "minute or two" if the device had not broke. Total time in use was 6 minutes 30 seconds. The reporter stated there was no injury to the patient caused by the failure.